Event description:
The device was not clinically applied. One of the components disengaged when the instrument was removed from the package.

Manufacturer narrative:
9/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the difficulty reported was attributed to the driver arm which became disengaged due to an insufficient weld.